Event description:
It was reported that unstable angina and restenosis occurred. On (B)(6) 2024, the patient presented with unstable angina. On (B)(6) 2024, the mid right coronary artery (rca) was treated with a 4.00 mm x 20 mm agent dcb. In (B)(6) 2024, the patient experienced chest pain. On (B)(6) 2025, the patient presented to the emergency department with complaints of atypical anginal chest pain and was hospitalized for further evaluation and treatment. At the time of the event, the patient was on aspirin and clopidogrel. The patient was diagnosed with unstable angina and recommended for revascularization. The 70% in-stent restenosis at mid rca was treated with a 4.00 mm x 20 mm non-compliant non-boston scientific balloon. Post revascularization, the residual stenosis was 0% with timi flow of 3. The patient was discharged from the hospital on dapt.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that unstable angina and restenosis occurred. On (B)(6) 2024, the patient presented with unstable angina. On (B)(6) 2024 the mid right coronary artery (rca) was treated with a 4.00 mm x 20 mm agent dcb. In (B)(6) 2024, the patient experienced chest pain. On (B)(6) 2025, the patient presented to the emergency department with complaints of atypical anginal chest pain and was hospitalized for further evaluation and treatment. At the time of the event, the patient was on aspirin and clopidogrel. The patient was diagnosed with unstable angina and recommended for revascularization. The 70% in-stent restenosis at mid rca was treated with a 4.00 mm x 20 mm non-compliant non-boston scientific balloon. Post revascularization, the residual stenosis was 0% with timi flow of 3. The patient was discharged from the hospital on dapt. It was further reported that in (B)(6) 2024, the patient was using nitroglycerin for relief of chest pain which started after recent percutaneous coronary intervention. The patient was on aspirin and clopidogrel which were continued. In (B)(6) 2025, the patient was administered two doses of nitroglycerin which did not relieve their pain. The patient was placed on telemetry. The patient described the chest pain to be radiating up to neck and shoulder, and diaphoresis was noted during the episodes of chest pain with shortness of breath. On (B)(6) 2025, 85% in-stent restenosis from the proximal rca to mid rca was initially treated with laser atherectomy and a 4.00 mm x 20 mm non-compliant non-boston scientific balloon. Finally, the lesion was successfully treated with a 4.00 mm x 30 mm agent dcb device. Post revascularization, the residual stenosis was noted as 0% with timi flow of 3.

Manufacturer narrative:
B3 date of event was estimated based on it being reported that the patient starting to experience chest pain in (B)(6) 2024. E1 initial reporter facility name: (B)(6). Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.